Event description:
It was reported that the patient noticed that the continue glucose monitor said "high" and inquired why he didn't get an alarm. He wondered if he was getting any insulin and if that was the reason he had a high reading. Confirmed that he had high blood glucose and the reading was 547 mg/dl. The patient called back and confirmed that the alarm is working as he has received a line block alarm. He observed a large bubble below the luer lock in the tubing portion.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
A1 - patient identifier: updated. D3 - postal code: updated. D4 - primary UDI number: updated. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. Two samples were returned for evaluation. A lot history review could not be performed as no lot numbers were provided. One infusion site was received with its adhesive pad and flange intact, along with a bent cannula. The second infusion site was returned without adhesive pads and also had a bent cannula. Functional testing of the tubing set revealed free flow. The reported issues of occlusion and air-in-line could not be confirmed or replicated, and no definitive root cause could be identified.